Event description:
The pump reportedly "gave too much fluid." It was programmed to deliver pca morphine with a "lockout interval of 15 ml in 4 hours." The report from the user indicates the "machine delivered 24 ml in 2.5 hours. The tubing, vial and machine were all replaced." The pt did not experience any adverse effects. Hosp biomed engineering dept could not duplicate the event. The device functioned as programmed.

Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or seriou reports for code 102 (overdelivery) fro pca is approx 3.04/million sets.